Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's atrial lead was found to be dislodged during post procedure follow up in clinic. The lead was repositioned. The patient did not experience any adverse consequences.